Event description:
It was reported that this right ventricular (rv) lead show increased threshold values. The physician elected to surgically abandoned lead and replace with new lead. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.